Event description:
It was reported that the patient experienced unwanted stimulation down the midback and both of the feet even when the device was turned off. The patient described positional changes with the stimulation and extended ipg charging was also noted. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1132 (sn:(B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed.

Event description:
It was reported that the patient experienced unwanted stimulation down the midback and both of the feet even when the device was turned off. The patient described positional changes with the stimulation and extended ipg charging was also noted. The patient underwent an ipg replacement procedure and was doing well postoperatively.